Event description:
It was reported that the trident cup (non halls) did not lock properly on the pt acetabuli. Therefore, he implanted another trident cup (cluster halls) instead of it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.